Manufacturer narrative:
The part will not be replaced. The site has stated that the part is functioning as designed. The site reported that a separate instrument was used to complete the procedure.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the percutaneous clamp would not tighten anymore. The reported issue occurred during navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.